Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not open despite trying to open them with the toggle switch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # cs-cpl-2018-00847. The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle, as well as charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. Further investigation was conducted with the presence of engineers. The tool handle was opened to examine inner components. It was observed that the control rod can be pulled out from the tool shaft. This indicates a weld failure between the tip of the control rod and the yoke. An examination of the inner parts of the jaw revealed that the yoke unit was detached from the tip of the control rod. Microscopic inspection showed indentations on the tip of the rod. The yoke also showed marks of welding performed. The engineers confirmed that there was a weld failure between the control rod and the yoke. This finding was referred to the department dealing with suppliers. Investigation was conducted. Based on the returned condition of the device and the evaluation results, the reported failure , "mechanical issue" was confirmed as well as the analyzed failures "material twisted/bent" and "detachment of device or device component" were all confirmed. The shop floor paperwork (DHR) was reviewed for the hemopro 2 device. All the test results meet the specifications and requirements. There were no non-conformities observed. The shop floor paperwork is available for review as attachment. A management presentation regarding the brunk yoke issue is attached for review. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported confirmed failure modes are being maintained and documented under maquet¿s scar system. Specific actions for the reported analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not open despite trying to open them with the toggle switch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.